Manufacturer narrative:
The device history record (DHR) showed the product was released per specifications. The used sample was visually inspected and heavy amounts of surgical residue was observed in the fluid flow path of the cassette and manifolds; indicating excessive reuse of the device. The affiliate stated that the product was not reprocessed or reused; however, the customer should be reminded the directions for use states that company products are validated for single-use only and should not be reprocessed or reused. The sample was tested and failed to prime generating system message code (smc) 3475, indication of no fluid flow through the cassette. The surgical residue inhibited fluid flow through the cassette. After drying for several days and purging the sample of the surgical residue, the sample could prime, tune, and pass calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint was related to reuse of the device. Large amounts of surgical residue suggested reuse of the device; the sample required purging of surgical residue before testing could continue. After the sample was purged, the sample functioned per specifications. As described, excessive use of any single-use product may contribute to functional breakdown. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced poor aspiration during ultrasound, irrigation/aspiration during the cataract portion and during the vitrectomy portion of a combined cataract - vitrectomy procedure. The procedure was completed without replacing the product. There was no harm to the patient. The product sample was retained. No additional information is expected.